Manufacturer narrative:
Investigation results will be provided in a subsequent submission.

Event description:
During a procedure the catheter was placed through vena femoralis into the right atrium. After pulling the catheter out of the patient it was noticed that tissue was at the tip of the catheter. The catheter was replaced and the procedure was completed with no adverse consequences to the patient. There were no performance issues with any abbott device.

Manufacturer narrative:
One 7f, duo-decapolar, super large curl, livewire ep catheter was received for evaluation. No blood-like substance (bls) was seen on the returned device. Foreign material was noted on the distal tip of the catheter. No other visual anomalies were noted. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. The cause of the tissue on the tip of the catheter remains unknown.